Event description:
It was reported that the surgeon had difficulty releasing the micl12.1 implantable collamer lens into the eye and the lens was inserted upside. The lens was torn as the surgeon removed it from the eye. No patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
(B) (4). (B) (4).